Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 11/11/2014 and 11/13/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with white particulate matter noted in the reservoir. A fourier transform infrared spectroscopy was performed and the particulate matter was identified as acrylic material. The cause of the issue could not be determined. A CAPA was referenced for the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.